Manufacturer narrative:
Additional information: d9, h3, h6 (update codes), h11. H11: the device was received for evaluation. A review of the event history log identified upstream occlusion (uso) sensor failure messages prior to reporting the event. Functional flow rate accuracy testing was performed and the device met specifications. A device history review revealed no issues that could have caused or contributed to the reported issue. The alarms may be an indication of "not infusing well". The cause of the alarms could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing well during an unspecified process step . There was no report of patient injury or medical intervention associated with this event. No additional information is available.